Manufacturer narrative:
Correction: the type of reportable event is a malfunction, not a serious injury as previously reported. The report is filed october 27th, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
This report filed march 3rd, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, september 9th, 2015.